Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove 5 leads. Two of the leads, a right ventricular (rv) and a right atrial (ra) lead, were implanted in 2008 and capped in 2020. Three additional leads were targeted for extraction: an rv and ra implanted in 2020 and a left ventricular (lv) lead, implanted in 2008. Per report, the rv and ra leads implanted in 2020 were removed successfully with traction alone. The other three leads were each prepped with a spectranetics lead locking device (lld) within each lead to act as a traction platform to aid in lead extraction. The physician began by using a 14f glidelight laser sheath, and encountered stalled progression on all three leads in the subclavian vein due to adhesions. He then chose a tightrail sub-c device to progress to the beginning of the innominate vein. He then upsized to a 16f glidelight device that he alternated with use of the 14f glidelight device on all three remaining leads for the remainder of the case. The ra and lv leads were successfully removed. It was reported that while trying to remove the lv lead, the physician used the glidelight device to lase within the coronary sinus due to adhesions in the area. While attempting to remove the rv lead with the 16f glidelight device, the patient's blood pressure dropped significantly. Rescue efforts began immediately, including rescue device, pericardiocentesis, sternotomy and bypass. Injuries were discovered in the superior vena cava (svc), right innominate vein and in the coronary sinus. The remaining rv lead was removed surgically via a window in the ventricle, and injuries were repaired. Initially, the patient survived the procedure. However, in the early morning hours of (B)(6) 2020, the patient died. There was no alleged malfunction with any spectranetics devices in use during the procedure. The spectranetics glidelight device was in use in the area of the injuries reported.